Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing and low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.